Manufacturer narrative:
As reported in the survey, a respondent reported that ventricular or supraventricular arrhythmia occurred with an unknown long sheath. The product was not returned for analysis and a product history record (phr) review could not be performed because the lot number for this product is unknown. Based on the limited information provided, it is not possible to draw a clinical conclusion between the device and the reported event. Without a lot number, return of the device or procedural images for analysis, the reported customer event ¿arrhythmia¿ could not be confirmed, and the exact root cause could not be determined. The long sheath is indicated for use in arterial and venous procedures requiring percutaneous introduction of cordis biopsy forceps and are used for myocardial biopsies. Ventricular and supraventricular arrhythmias induced by mechanical irritation of the endocardium by device interaction is a known complication during these procedures. According to the instructions for use (IFU), ¿to prevent damaging the tip of the sheath and/or catheter during removal from the package, grasp the hub and gently withdraw the devices. Rapid removal or jerking may damage the tip. Do not reshape the sheath or catheter. Reshaping may alter structural properties and result in loss of torque control, wall delamination, tip separation, or other serious problems. To prevent damaging the tip of the sheath and/or catheter during removal from the package, grasp the hub and gently withdraw the devices. Rapid removal or jerking may damage the tip.¿ based on the information available there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported in the survey, respondent #23 reported that ventricular or supraventricular arrhythmia occurred with an unknown long sheath. The device is not available for evaluation.